Manufacturer narrative:
The actual device was returned without an alleged deficiency. Reliability engineering evaluated the device and observed that the device failed leakage test and the housing was worn. Therefore the reported condition was confirmed. The assignable root cause was determined to be wear from normal use over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during service and repair/pre-testing, it was observed that the sagittal saw with key device failed a leakage test. The event was not related to surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.